Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2003. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed and included; right upper quadrant pain. A pre-study stent placement cholangiogram on (B)(6) 2010 revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, and the stricture had been previously dilated with a plastic stent and a balloon. The previously placed plastic stent was not removed during this procedure. The 10 x 40mm stent was deployed in a satisfactory position across the stricture covering the cystic duct. The patient was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2011, the per protocol stent removal procedure was performed. The patient underwent an assessment of biliary symptoms and none were indicated. A cholangiogram was performed during the removal procedure, which revealed that the study stent was not in a satisfactory position along with evidence of a recurrent stricture. The stent was removed and another stent was placed for treatment of the recurrent stricture. It was also noted that the patient had a biliary obstruction proximal to the original stricture with evidence of stones. During the reintervention, removal of sludge and a dilation was also performed. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient was discontinued from the clinical trial per study protocol due to the biliary reintervention. As the patient did not complete the study, additional information has been unable to be obtained.

Manufacturer narrative:
(B)(4). (B)(4) for the reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.